Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had a 3d skull model and when they tried to threshold the model to where it looked like a normal patient, then clicks done, the model was still a skull. The 3d model was not transferring to registration screen as normally does. The manufacturer representative (rep) (B)(6) with the site to confirm they were thresholding the lower threshold. The rep eventually had the site burn another disc and download the exam again and it was able to load and be used without issue. The site deleted the original exam, and disposed of the original disc. The rep believes that this occurs because of the way the scan is sent from electronic picture archiving and communication systems (pacs) system or burned to the disc. No patient was present at the time of the event.

Manufacturer narrative:
The software investigation found that they could not determine probable cause because the patient exam was discarded. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had a 3d skull model and when they tried to threshold the model to where it looked like a normal patient, then clicks done, the model was still a skull. The 3d model was not transferring to registration screen as normally does. The manufacturer representative (rep) facetimed with the site to confirm they were thresholding the lower threshold. The rep eventually had the site burn another disc and download the exam again and it was able to load and be used without issue. The site deleted the original exam, and disposed of the original disc. The rep believes that this occurs because of the way the scan is sent from electronic picture archiving and communication systems (pacs) system or burned to the disc. No patient was present at the time of the event.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.